Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Patient was undergoing procedure for aspiration thrombectomy for cerebral infarction using the penumbra system. 3max and 5max reperfusion catheters were advanced with coaxial technique. Physician penetrated the clot with the 3max and slid the catheter three times from the top of ic to the m1 with aspiration engaged. 3max catheter successfully removed aspirated the clot and was removed from the patient. Upon removal transparent imaging showed that about 10 to 15 cm of the distal tip of the 3max remained in the patient¿s m2. A transit 18 microcatheter was advanced to the m2, and the distal tip of 3max was retrieved with an ampltaz gooseneck snare. The patient experienced a minor sah but was feeling fine.

Manufacturer narrative:
Results: the catheter is fractured approximately 14.0 cm from the distal tip. The break site shows evidence of stretching of the polymer material. Conclusion: the complaint has been evaluated. The complaint indicates that the 3maxc and 5maxc were advanced with coaxial technique and after aspiration the distal portion of the 3maxc broke inside of the patient. This damage likely occurred due to tortuosity in the patient's vessels which created the strong resistance when retracting the catheter as described by the physician in the complaint. The product IFU warns against advancing and retracting a device against resistance until the cause of the resistance can be identified. Doing so may damage the device as seen in this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.